Event description:
Customer's mother called in to report that the customer's sensor was not working correctly. Caller stated that the sensor was giving incorrect readings causing the insulin pump to go into threshold suspend. Customer's blood glucose was 160 mg/dl and the senor was telling her that she was only 40 mg/dl. Customer's mother stated that the sensor cannula was bet when she removed it. She declined to troubleshoot and agreed to return the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.